Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review and to correct previously submitted information. B1. Is adverse event has now been selected. H1. Type of reportable event has been corrected to serious injury. Medical safety/clinical review medical safety/clinical reviewed the event. A 70-year-old male with a medical history significant for coronary artery disease (des ×3), chronic obstructive pulmonary disease, hyperlipidemia, chronic angina, prior cerebrovascular accident, neuropathy, and a 30 pack-year smoking history presented to the emergency department on (B)(6) 2025 with dyspnea, altered mental status, chest pain, nausea, dizziness, and diaphoresis. Evaluation revealed elevated troponin, right bundle branch block, severe left ventricular dysfunction (ef 15%), aortic valve stenosis, and mitral valve regurgitation. Cardiothoracic surgery was consulted. The patient was taken to the operating room for aortic, mitral, and tricuspid valve replacement, coronary artery bypass grafting ×3, and maze procedure. A decision was made preoperatively to provide mechanical circulatory support (mcs) with an impella 5.5 device. Following implantation, the patient developed low flow with decoupled left ventricular waveforms. Echocardiography was performed to confirm device position. During attempts to reposition the device to improve flows, the impella 5.5 was accidentally withdrawn from the left ventricle. The patient was transferred to the cardiac catheterization laboratory, where attempts to re-advance the device across the aortic valve using a buddy wire and pacing were unsuccessful. The patient was then taken back to the operating room for open chest access, where the device was removed and re-access of the left ventricle was attempted using wire and catheter under mobile fluoroscopy and transesophageal echocardiography. During this process, the impella 5.5 developed purge flow issues with eventual purge blockage. The physician elected to exchange the device. After implantation of the replacement impella 5.5, the device continued to demonstrate low flow and low left ventricular pressure despite support. The patient required high-dose inotropes and vasopressors and had poor arterial blood gas results. Given the patient's illness, poor prognosis, and concern for further escalation (including ECMO), the physician elected not to pursue additional mechanical support. After discussion with the family, a decision was made to withdraw care, and the patient expired after approximately two hours after start of the impella 5.5 pump mechanical support. The event story includes two product complaints. Impella 5.5 pump 1 sn (B)(6) - MDR 1220648-2025-48069: serious injury impella 5.5 pump 2 sn (B)(6) - MDR 1220648-2025-48157: death. Related medical device reports: this impella 5.5 pump 1 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5 pump 2.

Manufacturer narrative:
The pump was not returned for investigation. This complaint investigates the first utilized 5.5 s2 pump. As per the clinical details, both the current and replacement devices consistently exhibited low pump flow despite attempts to optimize support and reposition the pump. Persistent flow issues occurred alongside ongoing hemodynamic instability, decoupled lv waveforms, and increasing requirements for inotropes and pressors. These findings suggest that low pump flow was most likely due to the patient¿s critical condition and poor cardiac function. The cause of the positioning issue was most likely unintentional use-related, based on the given clinical details. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced flow issues and left ventricle waveform decoupling. The device malposition was confirmed with ECMO. Repositioning was attempted but the pump was accidently pulled out of the left ventricle. The patient was taken to surgery to access the left ventricle when the pump began to have purge flow issues and eventually a purge block. The doctor decided to exchange the pump for a new impella 5.5. Another report will be submitted to capture the patient expiring while being supported by the second pump.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.